Manufacturer narrative:
The t:slim x2 pump user guide states "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer had changed the personal profile settings against the advice of the healthcare provider, and the updated settings were reportedly "half" of what they were previously set to. Additionally, customer alleged that the insulin on board (iob) had increased despite the customer not administering insulin through the pump. Bg was treated with intravenous insulin and the customer was released on (B)(6) 2019. Reportedly, the customer suffered general confusion and difficulty speaking. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis of iob; however, the customer did not upload data and did not respond.